Event description:
The patient's pacemaker experienced a sudden rapid depletion in the battery resulting in a change in the pacing mode. This required the pacemaker to be replaced. The patient tolerated the procedure without complications.